Manufacturer narrative:
This report is submitted on april 8, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site. Explant and reimplantation is planned but has not yet taken place at the time of this report.